Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The issued was traced to open solder joints and a burn area on the pc board. With the pc board replaced, the unit performed to manufacturer specifications. The suspect pc board will be returned to the manufacturer for further investigation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit was not heating. There was no pt involvement.